Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the caller was reading operation notes which indicated that the patient had multiple revisions and the caller did not know what was implanted or if the patient could have an MRI. The operation notes from a procedure on (B)(6) 2016 stated that the chief complaints were that charging was difficult, it was taking too long to charge, and the patient was unable to get a good connection. A replacement procedure occurred on (B)(6) 2016 and although the notes were not clear it looked like the implantable neurostimulator (ins) and leads may have been replaced during that procedure. The patient told the caller that the old device was taken out and a new one was placed. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.